Event description:
It was reported that during a low anterior resection the tip of the blade was broken off during the system check. As it occurred out of the patient, no pieces were left inside the patient¿s body. The error code could not be confirmed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.